Event description:
The customer reported that the ventilator display is blank and it has smell of burnt odor. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned user interface assembly found that the backlight inverter pcba c3 burn damage and f1 fuse opened created the screen to be dim and not visible.